Event description:
Spontaneous call from nurse to report a defective needle in shipment. Unknown if patient has defective needle on hand. Unknown if patient missed dose. Unk if patient had adverse event. Unknown lot number and expiration date. No further information. Reported to (B)(6) by health professional.